Event description:
The following information was previously in manufacturer's report # 3004209178-2013-03068: [it was reported there was an event which resulted in in-patient or prolonged hospitalization. No further details were provided. The medication being delivered via the device were clonidine <(>&<)> bupivicaine. Additional information has been requested, but was not available as of the date of this report.] Additional information: it was later reported that the patient presented with a post dural puncture headache/csf leak, nausea, vomi ting, leaking from lumbar wound, low grade fever, and pain at lumbar incision site. The patient's treatment included increased fluid intake, an epidural blood patch on (B)(6) 2013, oral fioricet, and the catheter was re-anchored on (B)(6) 2013; during the procedure, it was determined that the catheter anchor was loose. On (B)(6) 2013, the patient had another surgical intervention of "vascularized muscle flap complex closure." The severity of the event was noted to be "mild". The patient recovered without sequela on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).